Manufacturer narrative:
One video, two temena needles, one loose 3ml syringe, two opened and empty lister packs, one 3ml syringe in a fully sealed blister pack were received. All the blister packs were from batch 8316645 (p/n 309658). The two syringes received were observed to have minor tip damage that appeared to be cosmetic. The needles received were not a bd product and were not evaluated. The 3ml syringe in the fully sealed blister pack was tested for leakage at the connection. No defect was observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received.

Event description:
It was reported that leakage occurred during use with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter, "leak of ml3 syringe in connection of end of spinal needle g 26."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter, "leak of ml3 syringe in connection of end of spinal needle g 26."